Event description:
The caller opened the case and sees that the 4 way valve is cracked in 2 places. The caller states that the device runs for 30 minutes and then shuts down. The caller also states that there is black dust through out the unit.